Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The device was tested in clinic with provocative maneuvers. The device was subsequently reprogrammed from the primary to the alternative vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.